Manufacturer narrative:
Sample was received for evaluation. DHR not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; needle holes in the needle chamber as well as a small hole in the silicone housing on the siphon guard. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The root cause for the small hole in the silicone housing on the siphon guard was probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut and tear resistance. The small hole did not have a negative effect on the valve as no leakage was noted from this hole. The possible root cause for valve/catheter occluded, could be due to biological debris and protein build up this may cause an occlusion, but at the time of investigation no occlusion was noted. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve obstruction: the valve was implanted via l-p shunt on an unknown date with an unknown setting. However, obstruction was suspected at the distal side (distal catheter) from valve. And after removing csf, the patient symptoms improved. Therefore, the valve was replaced to a new one (ns9008). The patient is following-up. It was the 4th time to perform revision surgery for the patient.